Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report that unit would power down during testing intervals. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement associated to this event.

Manufacturer narrative:
Physio-control evaluated the device. The reported issue was unable to be verified and unable to be duplicated. Root cause was unable to be determined. The device passed functional and performance testing and was returned to the customer.

Event description:
Physio-control received a report that unit would power down during testing intervals. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement associated to this event.